Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the device was out of calibration at the 0, 20, and 30 reading. The head, control bar/shaft, adjustment cams, thickness control lever, reciprocating arm, and various bearings were replaced and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Telephone number: (B)(6). Once the investigation is complete, a follow up/final report will be submitted

Event description:
It was before surgery that the device would not stayed powered on. No adverse events were reported as a result of this malfunction.